Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 200-300 mg/dl. During a systems check with tandem technical support it was discovered that cartridges were being resused and the cartridge air removal step of the load procedure was being done incorrectly. Cts educated the customer on proper load technique and cartridge/insulin labeling. Reportedly, customer changed pump supplies to address the issue.

Manufacturer narrative:
Always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.